Manufacturer narrative:
Additional information received confirmed that procedure was completed using another implant. No impact to the patient has been reported at the time of this report.

Event description:
Additional information received confirmed that procedure was completed using another implant.

Manufacturer narrative:
One imp,tsv,mcol mg,4.1mm,13m (tsvm4b13) packaging was returned for investigation. Visual inspection of the as returned product identified that the box and vial were already opened when returned. The implant carrier is missing the implant, mount, and cover screw. The implant was not noted to be used in a patient. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. Review of the package inspection confirmed that all inspected packaging contained the correct quantity and type of part a device malfunction was not found. Due to the nature of the complaint, the event is non-verifiable. A root cause cannot be determined. The following sections have been updated: d4: UDI (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to report (B)(4). The following information is unknown at the time of this report: reporter email not provided. Device manufacture date: unknown. The reported device has been received for evaluation. Investigation has not yet begun. Once investigation has been completed. A follow up medwatch will be submitted.

Event description:
It was reported that the dr discovered that the implant was missing from the inner vial during a procedure.